Manufacturer narrative:
Worn bearings and corrosion of the drive shaft were identified as the probable cause of the overheating described by the customer.

Event description:
The core impaction drill was sent for eval due to overheating during a procedure. The procedure was completed with the same device; no adverse event was associated with the device.